Event description:
It was reported that the suspected defective device and or tubing had detached due to high backflow pressure, which may have resulted from a kinked line. The defective device line had a poor seal, with a gap between the tube with the yellow line and the connecting part. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.